Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage above eri level. Visual inspection of the header did not find any anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality. Analysis of device image indicated that device has reached the current battery voltage level due to normal usage. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.